Manufacturer narrative:
The investigation was completed. Investigation summary: ppae (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer as the patient remains on support. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinician narrative an impella cp device was inserted via the right femoral artery in a 72-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient had a known history of coronary artery disease and required intubation, vasopressor support, and mechanical respiratory support. The patient was classified as scai stage d. The patient underwent right coronary artery percutaneous transluminal coronary angioplasty with stent placement and shockwave intravascular lithotripsy. During support with the impella device, the patient developed signs of lower extremity ischemia. The affected limb was noted to be cold with worsening pallor. Ultrasound evaluation demonstrated little to no distal flow to the foot. The clinical team considered escalation of support to an impella 5.5 device. The patient experienced ischemia related to the impella pump. After a comprehensive review of the available information, the reported event was consistent with known risks associated with femoral arterial access and large-bore mechanical circulatory support in critically ill patients with cardiogenic shock and underlying coronary artery disease. The patient survived.

Manufacturer narrative:
Section b2, b5, d6, h1, and h6 are updated based on additional information.

Event description:
Additional information received that the patient expired on support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.